Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation of size incorrect for patient may have been due to a potential measurement error of the device at implant procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device sizing issue involving the cylinder. A revision surgery was performed during which the device was explanted and replaced with a smaller cylinder. There were no reported patient complications.